Manufacturer narrative:
Upon review of the alarm trace, alarms indicating no fluid detection and hardware controller alarms were observed. As controls were within range, there was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). Qc was in range on the morning of the event. The field service engineer (fse) found that probe c was installed incorrectly. He replaced probe c. The fse did a performance check and fond that the instrument was performing within specifications. Investigation is ongoing.

Event description:
Hold pn 9/11. We received an allegation about discrepant results for 2 patients' plasma samples tested with alkaline phosphatase gen.2 (alp2) assay on a cobas integra 400 plus analyzer. Sample 1 (patient 1): initial result: 15 u/l. 1st repeat result: 67 u/l. 2nd repeat result: 425 u/l. Sample 2 (patient 2): initial result: 15 u/l. 1st repeat result: 392 u/l. The physician questioned the results. The samples were then repeated. The results of 425 u/l for sample 1 and 392 u/l for sample 2 were deemed to be correct based on the patients' previous results.